Event description:
It was reported that on (B)(6) 2021 a patient with congenital aortic stenosis and epstein anomaly underwent a implant procedure of a 15mm sjm masters series hemodynamic plus valve. On (B)(6) 2021 structural valve deterioration was reported. One of the posterior leaflets was not moving. The patient was discharged on (B)(6) 2021. The leaflet was still not moving at the time of discharge. No additional information has been provided. 11feb22 pm. (B)(4) - 15mm surgical aortic valve pas, (B)(4).

Manufacturer narrative:
An event of structural valve deterioration of a 15mm masters series hemodynamic plus valve was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.